Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens implanted. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, diopter unknown, in the patient's eye on (B)(6) 2016. The reporter indicated the lens had an excessive vault, elevated intraocular pressure and dilated pupil. The lens remains implanted but may be explanted.

Manufacturer narrative:
Claim# (B)(4).